Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product has an air leak. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received. No abnormalities in the appearance of the product related to the reported event could be confirmed. The complaint was verified by functional testing. The cause is a leak from the variable relief valve. The spont breath vlv assembly was replaced to correct the issue. The device passed all the functional and performance tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.